Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb unit was defective when opened. There was no tip on the end, it was missing. A replacement device was used to complete the procedure. Delay in treatment caused extra cpb time and bleeding.

Manufacturer narrative:
The device was returned to the factory for evaluation. No evidence of blood and no signs of clinical use were observed. The c-ring was dislocated from the metal support wire. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of a retention rib. There was no missing components observed on the c-ring. During visual inspection using microscopy, adhesive residue was observed on the metal wire and on the c-ring where the wire was installed. The scope wash tubing was kinked at the tubing/c-ring joint. Based on the condition of the device was returned, we were able to confirm the reported complaint for "c-ring (tip) dislocated from tip of cannula". An engineering evaluation was conducted to identify the root cause of the failure. The root cause of the event has been identified as the application of high force to the c-ring assembly during preparation of the device, causing the scope wash tubing to kink and the c-ring to pull off the wire at the tip of the cannula. This device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).